Manufacturer narrative:
Based on the claim against the product by the customer noting a broken cable at the wrist, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the instrument to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the mega suturecut needle driver instrument cable was broken at the wrist. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.